Event description:
A surgeon reported that during a procedure, the vitrectomy probe stopped suddenly, catching the vitreous. The probe was replaced and the new probe was connected to another port. The captured vitreous was corrected with the new probe without impact to the pt. After replacement, it was confirmed that the handle and shaft of the probe were separated.

Manufacturer narrative:
A sample has been received and eval is in progress. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).